Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 190 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised we will ship a replacement battery cap. The customer was unable to finish the troubleshooting because the battery cap is damaged and doesn't feel comfortable removing at this time.